Event description:
User claimed during sterilization cycle, the midmark m11 ultraclave unexpectedly opened and came off the counter. There were no injuries reported.

Manufacturer narrative:
The investigation concluded that the likely failure mode was the result of user failing to completely close the sterilizer door prior to initiating a cycle. We notified the customer of this fca. We believe this issue is in result of not following the instructions per the fca.(B)(4).